Event description:
It was reported to philips that the device would not boot up. The device was not in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and reloaded the software. The device was returned to expected functionality. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the troubleshooting a philips field service engineer (fse) identified that device was not booting up and as a part of troubleshooting action disk was reseated and with bypassing hard drive box the system hard disk was directly connected to the motherboard. The fse reloaded the ghost software and system hard disk was replaced. After replacement of system hard disk and reloading the software, system was returned to use in good working order. The codes were updated based on the investigation outcome.